Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and typically not during dialysis mode. The saline bag refilling with dialysate was generally observed visually during recirculation. There have been no adverse events associated with the reported issue. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The air separator assembly was returned to the manufacturer for physical evaluation and failure analysis. No problem found with the 2008k hemodialysis machine, as it was received from the customer, during simulated treatments and troubleshooting. The air assembly was replaced due to the discovery of a discolored middle pin. During further testing it was discovered that the teradyne board failed due to a faulty capacitor and this was replaced. The reported complaint of the saline bag filing was not duplicated in twenty-two simulated tests. The machine remains out of service. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by the user facility that a saline bag filled during recirculation. We suspect that dialysate is crossing into the blood side of the system and into the saline bag to positive tmp caused by a filling program. On the recommendation of tech support, any visible leaks have been repaired, v43 has been replaced, and all pressures checked/calibrated. Problem is sporadic affecting some machines multiple times and others only once. Due to the intermittent nature we've been unable to declare a machine repaired. There was no patient involvement.